Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. All pieces were retrieved from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. A visual inspection was conducted. Small amounts of tissue and charred blood were observed on the jaws. The silicone insulation was not peeled away from the cold jaw support. The condition of the silicon insulation was completely perfect. No visual defeats were observed. Based on the condition of the device as received the reported failure for peeled silicon was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws broke. All pieces were retrieved from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.